Event description:
Surgeon has taken the reload tcr55 and followed all the firing sequence steps. But this reload got misfired, so he could complete the procedure with another reload. It is unknown whether the surgery was delayed. The procedure was completed by using a new reload.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.